Event description:
Boston scientific received information stating: the patient describe muscle twitching and discharges. During follow up routine was found lv loss of capture. The chest x-ray (cxr) showed displaced and entangled atrial and ventricular leads. The physician done revision procedure, findings "gelatinous" secretion into the pocket and twiddler's syndrome. The pg and leads was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).